Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was at 142 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as insulin shock and loss of consciousness. The customer was wearing the insulin pump during the incident. The customer reported a flush drive support cap. The customer feels that the pump is not delivering correct insulin amounts. Troubleshooting was completed but did not resolve the issue. The customer was recently using a competitor's insulin pump. The customer also had diabetic ketoacidosis in (B)(6) 2018 that led to hospitalization. The insulin pump will be returned for analysis.